Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that during patient use the ventilator had a loud audible alarm sound and the graphic user interface screen went blank. The registered nurse removed the patient from the niv (non-invasive ventilation) mask. The ventilator spontaneously came back on and started working again. There was no patient harm as the patient was stable and did not decompensate or desaturate. The patient was placed on another ventilator.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.